Event description:
It was reported that pt underwent total hip replacement in 2007, in which she received a durom cup acetabular component. Post-op, pt experienced pain and her surgeon scheduled revision surgery for early 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.